Manufacturer narrative:
The review of the histrory record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
There is a foreign object in the socket head of the screw that prevents the screw from being used. [Customer].